Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient was not wearing a pod as they had lost their controller. The patient reports having pain and nausea. Once at the hospital the patient was diagnosed with hyperglycemia as well as kidney stones and escherichia coli. Once at the hospital the patient was treated with intravenous fluids, manual insulin injections and antibiotics. The patient was discharged from the hospital after 2 weeks.